Manufacturer narrative:
Per the perfusionist, a total of six level sensor pads were used from two different lot numbered boxes. The other box was part number 195240, lot number: 969375, UDI: (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, multiple level sensor pads did not stick to the oxygenator properly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) attached the level sensor pads to a lab use only (luo) reservoir after wiping the surface down with a 75% alcohol wipe. The pst held each pad vertically and aligned the center of the sensor pad at the level to be detected on the reservoir and pressed firmly on the tabs to secure the mounting pad to the reservoir. The pads set for five minutes to get maximum adhesion prior to connecting a luo sensor. The pst observed the level sensor pads to be extremely difficult to remove from the reservoir and all performed as designed. It was determined that the level sensor pads met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.